Event description:
Allegedly, during an esophagoscopy the pt's esophagus was perforated; the perforation was repaired and pt was released after one week in hospital after doctor confirmed area healed. Later, the pt returned to the hospital and it was found that the repair had broken. Doctor repaired again.

Manufacturer narrative:
The 12060c was examined and found to be in good working condition and within specifications. There was no damage noted on product.